Event description:
"Attempted to remove epidural catheter. Catheter was stretched when resistance was encountered and catheter fractured. Approximately 1 cm remained in patient. Catheter fractured at most proximal sideport. Fragment remains in patient at this time."